Event description:
The pharmacist reported a case of a severe incisional corneal burn upon the first groove of phacoemulsification (4mm x 5mm). No abnormality occurred regarding the assembly of the machine prior to the procedure. The phacoemulsification tip was replaced. The intraocular lens (iol) was implanted. The pt's hospitalization was prolonged in order to control the corneal water tightness. A possible iol implantation will be reviewed secondarily, depending on pt's corneal status.

Manufacturer narrative:
The phaco tip is being returned for evaluation. A review of complaints for the accurus 800cs system for the last 24 months did not indicate adverse trends for the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique was not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.